Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) using a 20 millimeter (mm) non-medtronic balloon was performed due to calcification. The patient experienced bradycardia and hypotension while the non-medtronic guidewire was in place. Subsequently, the patient was administered epinephrine and norepinephrine at different times during the procedure to support blood pressure. Upon 80% deployment of the valve, the valve was recaptured due to a deep implant depth; however, the patient's blood pressure did not recover. The patient was administered medication to increase blood pressure and was intubated. A transesophageal echocardiogram (tee) was performed that showed no effusion, no rupture, and no aortic insufficiency. The patient experienced cardiac arrest and required cardiopulmonary resuscitation (CPR) that was performed for 7 minutes, after which pulse returned. Additionally, first degree heart block was observed and the patient was placed on temporary pacing. The patient was stabilized on pacing at 60 beats per minute (bpm) and cardiac monitoring was planned. It was determined to let the patient recover and later assess candidacy for high-risk surgery or a repeat transcatheter aortic valve replacement. Per the physician, the implant procedure and the patient's anatomy, specifically small ventricle, contributed to the patient symptoms.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated d.3, d.4, and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.